Event description:
It was reported to co that during a percutaneous coronary stenting procedure, the pt expired. The occlusion balloon wire was inserted into the pt svg to circumflex for a proximal lesion. The occlusion ballon was inflated to 4.5mm to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. Deployed at 14atm. The physician removed the stent delivery catheter and inserted the aspriation catheter and aspirated particulate from the vessel twice. The physician deflated the occlusion balloon (total occlusion time 4 minutes). Flow to the vessel was good but a mid area of the vessel looked hazy and flow whirled. The physician decided to place a second stent in the vessel. The physician repositioned the occlusion balloon and inflated to 3.5mm to occlude the vessel. The physician then inserted the stent delivery catheter, advanced it across the mid lesion area and deployed the stent. The stent balloon was inflated to 20atm. The pt heart rate was decreasing. The physician asked for atropine and it was delivered to the pt. The physician inserted the aspiration catheter and aspirated the vessel once and immediately deflated the occlusion balloon. The physician then noted on the floroscope that there was no flow. The pt then had no heart rate; the physician administered atropine again, called code, and started CPR. The physician attempted to resuscitate the pt for 45 minutes with no success. The physician indicated that this procedure was a last attempt to improve the pt's quality of life. The pt's condition was such that surgery was not an option and had chest pain just sitting up. The physician does not attribute the pt's death to the device. There was no malfunction of the device noted in the reporter's description of the event.